Manufacturer narrative:
It was reported by customer that a leaked at the male luer. Two samples were received for quality evaluation. Visual inspection was conducted and no damages or abnormalities were identified. The samples were then primed and connected to a bd sample infusion set in order to conduct a simulated infusion. The simulated infusion was conducted at a rate of 125 ml/hr for 1 hour. The connection between the texium and the y-site smartsite connection was monitored for leakage. There were no issues identified during the simulation. The customer complaint of leakage could not be verified. A root cause was not determined because the failure could not be replicated on the samples submitted. Although we could not confirm the reported failure, a trend has been identified and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review could not be performed because the lot number is unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite texium infusion set had leakage. The following information was provided by the initial reporter: leaked at the male luer, chemo was being administered.